Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the pt stated their programmer won't read the implant and also reported they are noticing a return of symptoms. They said as of last night ((B)(6) 2021) they were trying to go to the bathroom to urinate, but couldn't. One of their doctor's suggested they catharize, but wanted to know what to do. Patient services (ps) walked the pt through communicating with the implant, but they confirmed they were seeing poor communication with and without antenna. The pt stated their next doctor's appointment is on (B)(6) 2021. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to discuss catherization.